Event description:
Information received indicates when the brakes were activated the casters would continue to swivel.

Manufacturer narrative:
The technician found that the casters were worn. He replaced the casters to repair the bed.